Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: primary tritanium hemi solidback cup 60mm; cat#500-03-60f ; lot# mkh0me. Delta v-40 ceramic head 36/0; cat#6570-0-136; lot# 43164501. Size 6 accolade ii 127 deg; cat#6721-0635; lot#41496808. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient is part of the tritanium primary acetabular shell study and reported pain in the study hip during the 6-year visit. Patient states he occasionally has pain in muscles when lifting leg (eg to get into car). Pain does not occur on stairs or all the time. Patient states pain is not new but has not mentioned it previously. Operative side is right. Patient has not been revised as of the event date.